Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a physician states that the patient had cellulitis after use of three mynx control venous vascular closure devices (vcd) and is currently on antibiotics. No culture was performed to verify infection. The cellulitis was reported in the left and right groin. The device packaging was not compromised during storage. The packaging was opened in a sterile field, and sterile technique was followed. The patient was under general anesthesia during the procedure. The devices are not being returned for evaluation as they were discarded post procedure.